Event description:
A customer observed negatively biased crbm results for a pt sample on the vitros 5.1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the negatively biased result was observed during a dilution recovery assessment. The initial result was within the reportable range, and ocd does not recommend dilution when the result is within the reportable range, and does not make any claims regarding expected dilution recovery for samples that initially predict within the reportable range. The analyzer and the crbm slides are working as intended. The root cause of the event is user error. The customer performed a dilution when it was not required or recommended.